Event description:
The following information was reported: calcified groin, balloon loss of pressure on pull back. The sheath was still in, he left it in place and sent the patient to recovery. Manual pressure was applied (< 30 min). The patient was not hospitalized. Procedure type: interventional coronary vessel size: 5-7 mm stick location: at femoral head.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the patient had a calcific groin. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1425305) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).